Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system kit was successfully used during a procedure as a part of the (B)(4) study (B)(4) to treat benign prostatic hyperplasia (bph) on (B)(6), 2008. The patient age was reported to be over (B)(6). During a postoperative visit on (B)(6), 2011, it was reported the subject experienced moderate 'elevated prostate specific antigen (psa)'. The event is listed as ongoing, is not recovered / not resolved. The subject was treated medically, however specific treatment is unknown. Several attempts to obtain additional information have been unsuccessful.

Event description:
Follow up with the complainant revealed there were no complications with the procedure. The physician reported that the elevated prostate specific antigen (psa) event was device related. The subject was to undergo 10 days of cipro 500 mg bd and have a redraw for psa on (B)(6), 2011. The complainant also subsequently reported, patient's diagnosis is benign prostate hyperplasia (bph) and elevated psa. There has been no other treatment to date.

Event description:
Follow up with the complainant revealed that the event of moderate elevated psa has been assessed by the physician as unrelated to the prolieve device and procedure. The prolieve procedure did not cause or contribute to the injuries reported in this complaint. The elevated psa is related to the underlying disease progression and not the device itself.